Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). On (B)(6) 2022, it was reported that the patient experienced high blood glucose levels due to a kinked cannula, which they tried to treat with a correction bolus. Consequently, on (B)(6) 2022, the patient's husband called the health care professional, and she was admitted to the hospital as her blood glucose level was 46 mmol/l and had ketones. Her health care professional assessed the ketone level as dangerous/ life threatening. Moreover, the pump was deactivated, and therapy was continued by hospital. Reportedly, on (B)(6) 2022 the infusion set was last changed, and fresh insulin was filled. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). On (B)(6) 2022, it was reported that the patient experienced high blood glucose levels due to a kinked cannula, which they tried to treat with a correction bolus. Consequently, on (B)(6) 2022, the patient's husband called the health care professional, and she was admitted to the hospital as her blood glucose level was 46 mmol/l and had ketones. Her health care professional assessed the ketone level as dangerous/ life threatening. Moreover, the pump was deactivated, and therapy was continued by hospital. Reportedly, on (B)(6) 2022 the infusion set was last changed, and fresh insulin was filled. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.